Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Note: the date of the medical event is unknown, the date entered is the date when abbott diabetes care became aware of this medical event.

Event description:
A health care professional reported that customer received a reading of 223 mg/dl on her adc meter which was lower than a reading of 396 mg/dl obtained at a laboratory. Medical survey was not completed and prior to disconnecting the phone call customer reported experiencing an unspecified injury related to this issue. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1184519) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.